Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea, abdominal pain, and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported. Dianeal therapy remained ongoing. Recovery status of the patient was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was discharged from the hospital on (B)(6) 2015, and had recovered from the event (previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.